Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned a f/u report will be submitted with the results of our investigation.

Event description:
It was reported when attempting to backload the ensite array catheter over a 0.032 guidewire, the hemostasis valve end of the array catheter disconnected. While prepping the device, the physician clipped the pigtail end to the catheter off. He then inserted a super stiff 0.032 guidewire, instead of the guidewire supplied with the array catheter into the pt and then attempted to backload the catheter over it. When the guidewire reached the hemostasis valve, it would not pass the valve so the physician attempted again using another super stiff 0.032 guidewire. Again, it would not pass the valve so the physician attempted to manually manipulate the guidewire past the valve when the valve came off. The physician capped the opening with a cap and stopcock and continued the procedure with no consequences to the pt.